Event description:
It was reported: patient fell into a hole and fractured below a total hip replacement. During a intra-medullary retrograde rodding procedure, it was noted that there was an etch on the 12.0mm, 8.0mm protective sleeve which prevented it from being fully inserted through the metal aiming arm for retrograde spiral blade locking . The surgeon was able to insert the protective sleeve through the alternate plastic aiming arm for minimal effect on the surgery. The sales consultant reported a surgical delay of 5 minutes. The case was completed successfully. This complaint is on the aiming arm. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device was returned and evaluated. Additional evaluation: the device was produced and distributed in june 2006. Our investigation shows a wear and tear on the surface. Also we found a deep groove with burrs on the diameter 12mm. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The groove at the diameter 12 mm is a clearly indication that the device was subjected to an inadequate use. The burrs at the groove prevent the fully insertion in the counterpart. We assume that a misaligned mounting of the device in combination with an excessive mechanical force application could lead to the deep groove and finally led to the complained issue. The relevant dimensions for this complaint meet to the specification. Therefore this compliant is to be invalid from a manufacturing standpoint. (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: product development event evaluation was performed. Product drawings were reviewed during this evaluation. No drawing discrepancies were identified. One aiming arm for spiral blade locking (part# 03.010.051, lot# 1505863) was received for evaluation. The returned aiming arm was received intact. The material around the hole for the 12.0/8.0mm protection sleeve is deformed. It appears that the aiming arm was struck with another instrument. One 12.0/8.0mm protection sleeve, 188mm (part# 03.010.063, lot# 1566193) was received for evaluation. The returned protection sleeve does not appear to be damaged. The outside diameter is within the drawing specifications. The protection sleeve did not contribute to this complaint. The protection sleeve will not fit into the aiming arm because of the damage to the aiming arm from abuse of the instrument. The design is determined to be adequate for its intended use and the complaint invalid from a design perspective.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Additional evaluation results: the device was produced and distributed in august 2006. Our investigation shows normal wear and tear signs on the surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. However, the investigation of the counter part (protective sleeve)has shown that there was an issue which contributes to the complained malfunction. This speaks against a manufacturing fault of the aiming arm. Therefore this complaint is to be invalid from a manufacturing standpoint.